Event description:
Adverse event(s): "unknown" (no information). Product problem(s): "no information". A user facility reported that an intraocular lens (iol) was removed and replaced due to insufficient capsular support. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/14/2010, 05/17/2010, 05/19/2010, 06/03/2010 and 06/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).